Event description:
The patient reported that their device's cuff continued to inflate to the point of bruising. The patient confirmed that the bruising occurred sometimes and lasted for 2 days. The patient did not receive medical treatment relative to the bruising, and confirmed that they are not taking any medications to contribute to bruising easily. Teladoc's blood pressure monitor fits patients with up to a 17.7in arm circumference, and the patient confirmed that the cuff was the correct size for them. The patient was confirmed to be using proper testing technique.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.